Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis, low calcium and low magnesium on (B)(6) 2019 with blood glucose of 390 mg/dl and related blood glucose value was 600 mg/dl. Customer reported that the insulin pump was not working properly. The customer experienced symptoms such as nausea, vomiting, shortness of breath and not feeling well. Customer report they did not allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not used at time of high blood glucose event. The customer was treated with intravenous insulin. The insulin pump will not be returned for analysis.